Event description:
Reportedly, there are communication issues linked to the aging of the o+ link. 2 o+ links in this complaint.

Manufacturer narrative:
The investigation of the subject products could not reproduce the reported issue. At reception, both subject products ¿o+ links¿ functioned normally and were able to communicate. The investigation revealed that both subject products had received shocks or felt to the ground at least once, since normal use of the o+ links cannot explain the results of the investigation. The observed damages can explain the intermittent functioning because of probable weaker contacts within the subject products and could explain the operating issues reported in the complaint. No communication malfunction is suspected on both subject devices. This case is retained and utilized for trend purposes.

Event description:
Reportedly, there are communication issues linked to the aging of the o+ link. 2 o+ links in this complaint.